Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of their numbness is unknown. The patient believes this is due to their spinal stenosis. The rep met with the patient on 8/11 and adjusted their settings, the patient is now charging only once every 5 or 6 days. The patient is happy with the results.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported having to recharge a lot more compared to his previous neurostimulator where he only recharges every 2 weeks. Patient further clarified that he used to recharge every 8 days but it's gotten to the point were he is recharging twice in 5 days. Patient said by the end of the day his legs felt numb. Patient said the settings are the same. He didn't have any accident/fall or trauma recently. Technical services redirected patient to hcp to schedule an appointment to see the rep. Pt called back and said they spoke with their representative (rep) who told pt that there is an issue with their wireless recharger and instructed the pt to contact patient services for a replacement. Pt confirmed that they are able to charge their ins 100% without any issues. Pt also confirmed that the issue is that the ins depletes at a faster rate than it did previously and that they're also experiencing numbness in the lower extremities. Agent explained that this issue would not be caused by the external equipment and redirected pt to follow up with their rep and their hcp. Additional information was received, it was reported there had been zero change to patient's program and intensity. The event occurred with the patient's same battery, not his previous one and the patient had an appointment (B)(6) 2025.